Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. Customer used an alternate usb cable, and wall adapter, then was able to successfully charge the pump. The customer's blood glucose level 210 mg/dl.